Event description:
Customer reported a nitroglycerin over infusion. Customer reported the nitroglycerin ran at 999ml/hr. This was not the ordered rate and the customer does not know how long the infusion ran at this rate. Customer reported the nurse denies programming the infusion at 999 ml/hr. Customer reports they suspect the nurse did not use guardrails editor and ran the infusion as a basic infusion. Customer is requesting an event log review on (B)(6) 2013 from 1200-1600 time frame. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Log review only, no devices returned. The customer has provided event log, error log and data set. The log review is pending and f/u report will be submitted with failure investigation results once the log review has been completed.